Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05347. The pt received her scs system on (B)(6) 2010 including two percutaneous leads (from different lots). It was reported that the pt had been receiving stimulation in the wrong areas since she was implanted. An sjm representative attempted reprogramming to no available. Lead impedances were low on contacts 1-8, and invalid on contacts 9-16. As a result, both leads were explanted and replaced. The leads will not be returned to sjm due to being discarded by the explant facility. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.